Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 246 mg/dl. Reportedly, the cartridges was in use for 5-7 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer declined troubleshooting with tandem technical support. No additional information was provided.